Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the pump was replaced due to "pump dysfunction." At the time of this initial report, it was indicated that no further information was available. Follow-up information received on 2018-oct-29 confirmed that no additional information from the hcp would be provided. It was indicated that the pump was returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering baclofen 2000mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly and determined the pump reached its elective replacement indicator (eri) based on time progression, as expected. If information is provided in the future, a supplemental report will be issued.